Event description:
It was reported that the vascular stent was removed from packaging and the stability sheath grazed the mask of the scrub tech. It was wiped down with iodine. The delivery system was flushed. The distal marker was placed at the origin of hunters canal and the thumb wheel was initiated to deploy. After several centimeters of stent were exposed the slide mechanism was tried. The slide would not budge and after several attempts they resorted back to the thumb wheel. After a fine deployment the stent delivery system was being removed from the pt when it became stuck. The proximal marker was seen outside the body and the distal marker was stuck along with part of the delivery sheath. After struggling with removing the delivery system for a few minutes it finally came out. There was no pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.